Manufacturer narrative:
Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification and passed the displacement, prime/a33 and excessive no delivery test noted. Unable to perform basic occlusion and occlusion test due to broken reservoir tube lips noted. Pump history download using thds was successful. However, there is no data available on (19-feb-2025), unable to perform data analysis for no delivery alarm complaint. The following were noted during visual inspection: broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken battery tube threads, stained end cap sticker and stained address/serial number label. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. . No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No damage on the c13/lcd isolation tape noted. In conclusion, the unit with broken reservoir tube lip, unable to verify no delivery alarms. However, after inserting battery unit power properly. Pump monitored for several days and no blank display noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery alarm and the insulin pump was shutting off. The customer reported no adverse event. The event involved product(s) mmt-751nas, mmt-386a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-751nas. No product return is required for mmt-386a. No product return is required for mmt-332a.